Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion and starting infusion, patient complained of acute pain at insertion point. Device was removed and it was discovered that the cannula was missing with a bd venflon¿ IV cannula. The following information was provided by the initial reporter: after inserting venflon to a patient by a physician, they started dripping the infusion, after few minutes the patient complaint on acute pain on the insertion point. After they pulled out the venflon, a nurse noticed that the venflon is not complete and the cannula is missing.

Event description:
It was reported that after insertion and starting infusion, patient complained of acute pain at insertion point. Device was removed and it was discovered that the cannula was missing with a bd venflon¿ IV cannula. The following information was provided by the initial reporter: after inserting venflon to a patient by a physician, they started dripping the infusion, after few minutes the patient complaint on acute pain on the insertion point. After they pulled out the venflon, a nurse noticed that the venflon is not complete and the cannula is missing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/4/2020. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned venflon 22ga from lot#: 9124521, product#: 391451 with the reported issue of "after inserting venflon to a patient by a physician, they started dripping the infusion, after few minutes the patient complaint on acute pain on the insertion point. After they pulled out the venflon, a nurse noticed that the venflon is not complete and the cannula is missing. Update 23rd of april: the missing part successfully removed yesterday [on (B)(6)] in surgical procedure and collected by me. It will be shipped together with all other parts." When we investigated batch number: 9124521 for material number: 391451 the DHR showed no reported qn during its production to release of the batch. Broken contaminated pieces of catheter received for investigation by bd to confirm the indicated failure. The samples were contaminated and soaked in blood and we disinfected them in 70% ipa and then investigated them under the smart scope. The photograph shows that the catheter has been reinserted several times and has been very roughly handled. The strength of the catheter material is teflon and cannot break unless it has been pierced several times with a sharp object. In this case it could be the needle. This could happen when the catheter has been re-inserted several times along with the needle as the blood flow is visible in the transparent catheter tube if and when it reaches the veins. But if the patient¿s ¿blood is thicker, and/or if there is a clot and the vein is unable to flow smoothly into the catheter, the healthcare provider may reinsert assuming it¿s not reached the vein yet. The uneven rough edges of the broken catheter pieces suggest this on investigating the received sample. It appears to have been pierced and re-pierced several times which ultimately broke off from the base. It can be assumed that the patient is in critical condition like code blue and during resuscitation or revival of the patient the code blue team or the emergency response team is racing against time to revive the patient, this situation and circumstances similar will lead the healthcare provider to reach the vein asap. These urgent and critical situations will lead to re inserting the catheter several times causing the catheter to break and fall apart from the base. This requires a product insertion practice and training on catheter insertion, administration and right route selection. H3 other text : see h.10.